Event description:
Additional information received indicated surgical intervention was undertaken and the ins was explanted and replaced with a different model. Postoperatively, the patient is reportedly receiving effective therapy.

Event description:
Additional information received indicated that prior to the ins being replaced, it was inoperable.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) is unable to maintain communication between the implantable neurostimulator (ins) and the programmer. Troubleshooting with additional programmers demonstrated the same issue. Surgical intervention is to take place at a later date.